Manufacturer narrative:
Multiple attempts were made to obtain additional information on repair and machine status with no response. A field service investigation was not performed and no parts were returned for the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filed during recirculation mode. The drain line and height were within specification and no obstructions were noted. A pt was not connected to the machine at the time to the incident.